Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit would not power on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: tel - (B)(6). It was reported the cardiosave intraaortic balloon pump (iabp) unit won't power on. A getinge field service engineer (fse) arrived on site and verified that unit would not power on. When unit was plugged in noticed that the charging battery indicators were not illuminated. The internal fan was not on. Found that unit was fully inserted into the hospital cart. Reengaged the cardiosave balloon pump into the hospital cart. Verified that unit battery charging indicator is illuminating. Confirmed that both batteries where recognized by the software and charging in the service menu. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No patient was involved nor harm reported.